Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received lost sensor alarms. There may have been additional alarms in the alarm history. Customer was unsure whether the sensor appeared bent, retracted, or damaged. Customer's blood glucose was not known. Nothing further reported.